Event description:
It was reported that a patient presented to the emergency room with symptoms of arrhythmia. Device interrogation revealed low r-wave and high capture threshold on the right ventricular (rv) lead. On (B)(6) 2022, an x-ray was performed and revealed rv lead dislodgement. On (B)(6) 2022, the physician elected to reposition the rv lead. The patient condition was stable.